Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork.

Event description:
It was reported that after dft testing was performed, low high voltage lead impedance was reported. The lead was explanted and replaced.